Manufacturer narrative:
Suture looping of the commissure stent post. Device not returned. The device remains implanted.

Event description:
It was reported that the surgeon experienced a post suture loop around the posterior commissure stent post during implanting of the device. Reportedly, the tricentrix holder was properly deployed. Reportedly, the surgeon observed increased resistance on the sewing ring when he was suturing through the sewing ring and when parachuting the valve down to the mitral annulus. The post suture loop was observed during the echo. Reportedly, the surgeon was able to correct the suture loop over the posterior commissure stent post intraoperatively. The surgeon added pledget on the replaced sutures to reinforce the mitral annulus.